Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Dianeal therapy was ongoing. The cause of the peritonitis was unknown. The patient did not require hospitalization. Treatment for the event was not reported. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).